Manufacturer narrative:
This report is submitted on 15 october 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of the receiver-stimulator. The patient was not re-implanted with a new device.